Manufacturer narrative:
Analysis found there was no fault with the unit as they could not replicate the reported shaking issue. The unit is cleaned and sanitized. Major repair (full rebuilt) was done previously. The unit was tested thoroughly for any faults and vibrations and no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was shaking when in use during the procedure. There was no patient or staff impact.